Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown germ contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h4, h6, h11. Olympus provided the following culture results, performed at the third party labs: olympus hmi results 1st sampling: non-conform. Sampling date: (B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution. Auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: priestia megaterium, bacillaceae, psychrobacter maritimus, filamentous fungi, pantoea agglomerans, pantoea species. Olympus hmi results 2nd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: staphylococcus epidermidis, kocuria rhizophila, paenibacillus lautus. The device was evaluated where an additional potential adverse event was confirmed where air/water cylinder (tube) has foreign objects and air/water tube has foreign objects." Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely following led to the malfunction: the foreign material was possible not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.